Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the hcp wanted to order a MRI of the patient¿s lumbar spine due to worsening lower back pain and worsening increasing urinary and bowel incontinence. The hcp stated the lower back pain began a week prior to the call on (B)(6). It was noted the increasing urinary and bowel incontinence began on (B)(6) 2018. There were no further complications that have been reported as a result of this event additional information was received. It was reported that the patient had a CT scan which revealed a bulging disc which the patient was told may be a cause of her low back pain. The patient stated that she was started on protein medication, norco and flexeril, and was given a transcutaneous electrical nerve stimulaton (tens) unit for treatment. It was mentioned that the patient stated the pain and incontinence was still in process of being resolved. The health care professional mentioned that the tens unit helped some with flexeril for pain but they turned off the ins for now whenever she used the tens. It was noted that the incontinence was not any better. There were no further symptoms or complications reported or anticipated.